Event description:
According to the reporter, during the hemorrhoidectomy, when closing the wound, the nine needles bent. After the firing is applied to the tissue , the needles were held with the needle holder and the thread was pulled, the needles became misaligned after 3 to 4 suturing. Additionally, it was noted that needles detached. A new needle from another company was taken out, and the suture attached to the patient continued to be used. There was no patient injury.

Manufacturer narrative:
D10. Concomitant product: gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot#d5l2443y); gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot#d5l2443y); gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot#d5l2443y); gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot#d5l2443y); gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot#d5l2443y); gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot#d5l2443y); gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot#d5l2443y); gc-322, gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot#d5l2443y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.